Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 401 mg/dl, which was treated by the insulin pump. Customer declined to troubleshoot and said that the reason their blood glucose was high was because they took a long shower. The insulin pump will not be returned for analysis.